Manufacturer narrative:
The catheter was not returned to bwi for investigation. (B)(4).

Event description:
It was reported that after finishing the ablation with carto 3 rmt system, the physician pulled out the catheter and saw charring on the proxymal end of the tip electrode. The char wrapped around the catheter tip from one side to the other side further down the shaft. There were no complications with the patient during follow-up visit. The total rf time was 77 minutes 39 seconds for 135 rf applications at 30 watts and 17ml/min flowrate. The physician thinks that the charring might have occurred during ablation near the lspv ostium.